Manufacturer narrative:
Additional information received on 07 november 2016 and includes: the explant is availbale for investigation (reported as not available in the initial report). On 30 november 2016 the (B)(4) project manager performed a visual inspection of the retrieved item and commented as follows: the pieces were analyzed. The ha coating was totally present on the body of the stem, while very slight signs were present on the neck, probably occurred during extraction. The dm liner showed evident signs on the base probably occurred during revision. Some signs were present on the femoral head, probably due to the revision. From the analysis it is not possible to determine the root cause of the event.

Manufacturer narrative:
Additional information received on 03 october 2016 and includes: during the primary surgery, the patient's foot slipped out of the positioner. The revision surgery was completed successfully on (B)(6) 2016. Additional information received on 12 october 2016 and includes: the patient had a very large calf muscle, and very small foot, making it difficult to get the foot into the foot holder correctly to insure it wouldn't slip out. Unfortunately it did slip out during reduction of the hip causing it to fall and land on the rails of the leg positioner, meaning it fell about 4 to 6 inches onto the leg positioner. This happened in the primary case. On (B)(6) 2016 the (B)(4) performed a clinical evaluation and commented as follows: femoral stem revision in cementless tha few days after primary, reportedly due to a bone fracture. There is no record of trauma. It is therefore possible that the fracture occurred during femoral preparation at primary. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. The quality of the images supplied do not allow detection or evaluation of the fracture. Batch review performed on 28 october 2016. Lot 157869: (B)(4) items manufactured and released on 04 may 2016. Expiration date: 2021-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The pain was caused by a proximal femoral fracture. The surgeon planed to revise the stem and the head.